Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the device was advanced to the intended area, and when attempting to incise the papilla the cutting wire failed to deliver current. Reportedly, the patient was noted to have abnormal tissue and there were no visible issues noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the device has the working length twisted. Functional evaluation found that the resistance is within specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. Review and analysis of all available information indicated the most probable root cause for this event was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result: no failure detected is being used because the alleged failure could not be duplicated, however, the working length was found to be twisted.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was advanced to the intended area, and when attempting to incise the papilla the cutting wire failed to deliver current. Reportedly, the patient was noted to have abnormal tissue and there were no visible issues noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.